Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the current status of the iabp and a supplemental report will be sent if this information is provided to us.

Event description:
It was reported that while supporting a patient in coronary care unit (ccu), the cs300 intra-aortic balloon pump (iabp) generated a "blood detected alarm". There was no indication of a leak, and all connections were secure; therefore, the customer turned the iabp off and waited 10 seconds and it restarted without issue. No adverse event was reported.

Manufacturer narrative:
The customer has advised that no specific information regarding this issue can be recalled. Additional good faith efforts were also made requesting information on any other clinical staff who could provide the relevant information, but no further information has been made available.

Event description:
It was reported that while supporting a patient in coronary care unit (ccu), the cs300 intra-aortic balloon pump (iabp) generated a "blood detected alarm". There was no indication of a leak, and all connections were secure; therefore, the customer turned the iabp off and waited 10 seconds and it restarted without issue. No adverse event was reported.